Manufacturer narrative:
UDI #: (B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the outer flow tubing exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during bph procedure, three fibers failed due to ¿aiming beam started to fire straight out of fiber¿. The first fiber failed at 59,000 joules and 12 minutes of use. Additional information reported that the fiber failed due to the coolant saline not being "hooked up correctly¿. The fiber was exchanged, and the second fiber failed at 100,720 joules. The fiber was exchanged, and the third fiber failed at 97,834 joules. The procedure was completed utilizing the fourth surgical fiber at 2,234 joules. A total of 1300 ml of saline was used as coolant. The tips of all fibers were cleaned during the procedure. Patient outcome: "no injury" reported. This report is for the second fiber.